Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Clinical study. It was reported that following a percutaneous carotid artery intervention stenting treatment procedure, the patient expired. The index procedure treated the 90% stenosed, 5.5 x 16.2 mm target lesion located in the right mid common carotid artery. Treatment utilized a bsc filterwire ez and the placement of a 4-9 x 90 mm nexstent. Following post dilation with an unk device, the residual stenosis was 10%. One day post procedure, the patient was discharged with a nih stroke value of 0. The site has obtained information that the patient has died. They have no other information at this time.